Manufacturer narrative:
Section a2, a3, a4, and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d6b: if explanted; give date: n/a - the lens remains implanted. Section e1 telephone number: (B)(6). Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a thread was found on the intraocular lens ( iol) after implantation. Account indicated that a small thread was observed during implantation and the doctor removed it. There were no patient injury reported. There was no treatment performed outside the standard of care. The patient did not notice anything and is not expected to experience any issues. The lens remains implanted. No further information was provided.